Manufacturer narrative:
Per the tandem user guide: per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was submerged under water. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.